Event description:
Patient stated she had a flowonix implanted but it only lasted 2 years and they said it was supposed to last 5 years. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).